Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was revised post-op. Osteolysis was found during the operation.